Event description:
It was reported to bsc/target that during the procedure the physician felt a lot of friction delivering a gdc 10-ultrasoft stretch resistant coil synerg detection circuit through the excelsior sl-10 microcatheter and had a small ruptured of the aneurysm; although, it was the physician's opinion that it might had happened even without the difficulty encountered. It was not major and it was quickly controlled. The pt was already grade 4 when pt arrived at the hospital.